Event description:
The bvs 5000 console shut down and the alarm sounded when it was unplugged to transport a patient from the operating room to the intensive care unit. The console appeared to have no battery power. The patient was transported using an extension cord with no problems. A backup console is being provided and the unit in question will be examined.